Event description:
It was reported that during a magen bypass procedure, a piece of blade broke by cleaning and it did not fall into the pt. No further info is available. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 07/31/2008. Info anticipated, but unavailable at this time.